Event description:
It was reported that a pt participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Pt was implanted with a tplif spacer at levels l4 l5, l5 s1 with pedicle screws at l2, l3, l4, l5 and s1. Pt was also implanted with click-x for supplemental fixation. Pt had been experiencing pain for zero months. Surgery date was (B)(6) 2006 and postoperatively pt experienced dural tear, requiring suture/tisseal glue. This report is on the screw head at l5. This is 31 of 32 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding device was used for treatment, not diagnosis. (B)(4). No sample was returned for eval. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.